Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35, 50, till 60 mg/dl at the time of the incident. The customer was at 45 mg/dl at the time of admission, and 244 mg/dl at the time of the call. The customer was given food and soda to treat. The customer experienced symptoms such as being cold and having chills. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they had to change their reservoir often. The customer was advised by their doctor to discontinue pump use. The customer had a blank display when they tried to put in a new battery. The customer was using the recalled sets. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, blank display, or unexpected powering off noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.